Manufacturer narrative:
On 15-jun-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after gaining access and advancing the carto vizigo sheath into the body, it was noticed that the tip of the carto vizigo® sheath would not cross or advance past the septum. The caller reported that when the carto vizigo sheath was removed from the body, the tip of the carto vizigo sheath appeared "deformed," or bunched back on itself. The physician decided to open a new navistar 4mm catheter at this point. The caller reported that the navistar 4mm catheter was advanced into the body and was then utilized to dilate to the hole in the septum, instead of advancing across with the carto vizigo sheath. The caller reported that once they had dilated the hole in the septum, the carto vizigo sheath was replaced with a new one, and the new carto vizigo sheath was advanced into the body and across the septum with no further issues. There was no injury or consequence to the patient.